Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during cori assisted tka surgery, the real intelligence robotic drill over-resected on the distal femur bur. The bur was recalibrated, but continued to over resect. The bone was not soft and we verified that it was a 5mm bur being used. The surgeon was able to downsize the femur to account for the over-resection and thus did not need to use cement to fill any hole. The surgeon was using the exposure mode when this incident occurred. Surgery was resumed after a non-significant delay and the surgical technique was changed to manual procedure. Patient outcome was not affected.

Manufacturer narrative:
H6: medical device problem code.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part # rob10013, serial # (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. Exposure and burring controls are performing as intended. An investigation of provided photos/videos was performed. The reported problem was confirmed with the video provided. The video shows the monitor screen as the drill is dragged across the surface of the bone and leaves a pink over-resection behind. The most likely cause of this event is due to improper bur loading technique. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint and no further escalation action is required. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file including a documented risk level. As part of corrective actions, the calibration step will be updated to reduce the likelihood of misuse by minimizing the potential for an improperly loaded (not fully inserted) bur to pass calibration. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part # rob10013, serial # (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. Exposure and burring controls are performing as intended. An investigation of provided photos/videos was performed. The reported problem was confirmed. A video file was provided for review, the video shows the monitor screen as the drill is dragged across the surface of the bone and leaves a pink over-resection behind. Although the provided video confirms that the over-resection did occur, as no log file data was provided and investigation of the drill found no errors which could have contributed to the reported issue, no reasonable cause could be identified. Review and discussions suggest that possible contributing factors may have been related to the technique utilized by the user. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Based on the information provided, no clinical factors have been concluded which would have contributed to the reported event, however a user technique cannot be ruled out (the user manual warns that drill movement exceeding the recommended velocity may lead to overcutting). Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.